Manufacturer narrative:
The customer¿s report of the devices alarmed for system error codes was confirmed through review of the pcu event log and was identified as error code 121.2000.2. In lab testing, the system error was recreated by switching between ac and dc power on an hourly basis utilizing a power cycler as the lab pump module continued to infuse. Temporarily replacing the 24v switching power supply resulted in the pcu running for over 24 hours without producing a system error, indicative of a faulty switching power supply. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement

Event description:
It was reported that the devices alarmed for system error codes related to battery and power supply board. The biomed stated that the battery was replaced and still failed a few days later. A note attached to the device from the user stated;"runs for a while then beeps and system error¿ there was no indication of patient harm.